Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device was not booting. The customer cancelled the quotation and service has not been provided. So, the complaint has been coded and is closed. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.